Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a programming error of bumetanide. On 13feb2026 bumetanide 25mg/100ml was programmed to infuse at a rate of 0.5mg/hr (2ml/hr). Per report, the infusion was paused while a new IV access was obtained. The clinician resumed the infusion at 1432 and later at 1914 the clinician discovered the infusion was running at 0.75mg/hr. The bumetanide was programmed using interoperability. Dobutamine was also infusing at the time of the over infusion at a rate of 2.5mcg/kg/min. The event occurred near shift change. There was patient involvement and no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a programming error was confirmed after a review of the preliminary log review with the information provided. Inspection and laboratory testing could not be performed since the device was not returned for investigation. The logs couldn¿t be downloaded as the device was not returned for investigation. The data set was not provided either. However, the bd interoperability consultant team completed a preliminary log review with the information provided by the facility for the day of the reported event with date of (B)(6) 2026, from 2:32pm to 7:14pm. On (B)(6) 2026, at 2:31 pm, the pump module was infusing bumetanide at a rate of 2 ml/h and a dose of 0.5 mg/h. The infusion was then stopped, and the pump was powered off while awaiting a new IV start. The pump was subsequently powered on, and the restore function was selected, resuming the infusion with the same previous parameters. At 2:32 pm, the key up (¿^¿) button on the pcu was pressed, increasing the infusion rate to 3 ml/h and the dose to 0.75 mg/h. At 7:14 pm, the infusion parameters were modified back to a rate of 2 ml/h and a dose of 0.5 mg/h. No further infusion records were available after this time. Per the bd alaris¿ system with guardrails user manual (v12.3.2) states: verify correct parameters and press the start soft key. For the pump module, when beginning an infusion and periodically during the infusion, check the drip chamber to ensure that the drip rate correlates to the intended infusion rate. If the programmed duration is outside the soft limit for that care area, an audio alert sounds and a visual prompt appears before programming can continue. Press the yes soft key to accept the programmed duration and continue programming or press the no soft key to reprogram the duration. If the programmed duration is outside the hard limit for that care area, an audio alert sounds and a visual prompt appears before programming can continue. Infusion needs to be reprogrammed. If a soft limit is overridden, g icon is displayed. When g soft key is pressed, all applicable out-of-range limits are listed. The drug name and dose will scroll on the module message display. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported programming error was attributed to an inadvertent activation of the key up (¿^¿) button on the pcu, which unintentionally increased the infusion rate and dose during pump operation. The bumetanide infusion rate was reported to be 2 ml/h (dose of 5 mg/h), however, the log review confirmed the user pressed the up key and increased the rate to 3 ml/h (dose of 0.75 mg/h) and was allowed to infuse for 4 hours 42 minutes. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a programming error of bumetanide. On (B)(6) 2026 bumetanide 25mg/100ml was programmed to infuse at a rate of 0.5mg/hr (2ml/hr). Per report, the infusion was paused while a new IV access was obtained. The clinician resumed the infusion at 1432 and later at 1914 the clinician discovered the infusion was running at 0.75mg/hr. The bumetanide was programmed using interoperability. Dobutamine was also infusing at the time of the over infusion at a rate of 2.5mcg/kg/min. The event occurred near shift change. There was patient involvement and no harm.